Manufacturer narrative:
A steris service technician arrived onsite to inspect the lb83 lighthandle cover and confirmed that the cover had detached from the light head. The lighthandle cover will be returned for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure one of the lb83 lighthandle covers fell from their lighting system, entering the sterile field causing a procedure delay. The cover was removed, and the sterile field was re-established. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The lb83 steris sterile light handle cover of the same lot# 6449796 as the unit subject to the reported event was evaluated by the OEM, and it was determined that the reported event is attributed to mishandling of the light handle cover by user facility personnel. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.